Event description:
Two incidents on monitor failure have occurred. The first incident occured in nicu, 3/5/94, when the monitor started to smoke. This first incident did not involve a pt. Rptr believes the power supply failed, however, no research was conducted to determine the cause of the failure. Rptr exchanged this monitor with co and received a new monitor, since co replaces all failed monitors free of charge. The second monitor incident occurred on 4/16/94 in ICU. The staff were monitoring a pt in critical condition when the monitor screen blacked out just prior to pt code. The pt had erratic heart rate at the time of monitor failure and all readings were lost. The dr stated that he didn't believe this adversely effected the pt, however, that it may have been possible and may always remain unknown. Medical maintenance branch found no fuses blown and also that the monitor was still transmitting to the central station when the monitor screen blacked out. Co believes that based on the age and serial number of these monitors, these monitors were mfg between 9/90 and 1/91 and the power supply components or high voltage transformers are failing. The worldwide failure is 5.45 percent.